Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was slightly articulated. The laminates hooks were examined under a microscope and were found to be damaged. Functionally, the reload was loaded into a representative instrument. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. Difficulty retracting was noted. It was reported that the instrument did not fire. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the instrument did not fire. The reload component was used with a powered stapler and a standard adapter. The surgeon was able to press the green safety button. The issue was resolved by replacing the reload with a new one.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown); sigphandle, sig power sigphandle handle, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.